Event description:
It was reported that a patient presented with under-sensing resulting in false pauses noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were noted.

Event description:
New information received notes that no further programming changes were made. The patient will continue to be monitored. No adverse patient consequences were reported.